Event description:
The following has been reported: "error 01-0001." The error code is defined within the technical manual as a motor rotation issue. Device history record was reviewed, no event linked to the reported issue could be found. Device history logs was not provided, therefore no review could be performed. The subject device (model agilia sp, serial number (B)(4) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. However, the reported issue was confirmed using the pictures provided by the customer. Based on available information and since the subject device was not returned, the root cause of the reported issue remained unknown (not returned). To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.